Event description:
This procedure was to upgrade this to an MRI compatible device due to spinal issues. The lead was prepped with a cook bulldog. A spectranetics glidelight laser sheath was advanced to the subclavian. The atrial lead tip released but the lead was still bound in the subclavian. A drop in pressure was noted an effusion was noted on tee. An atrial appendage perforation was diagnosed. Pericardiocentesis was performed and 200 cc of blood was removed. This intervention stabilized the patient. The extraction and reimplantation was successfully completed two days later. The patient survived the procedures. This report will be made against the glidelight as a potential mechanism of injury.